Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that shaft fracture occurred in a segment that cannot enter the patient's body. The 70% stenosed target lesion was located in the non-calcified left anterior descending artery (lad). A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was used however, the catheter shaft fractured 10 cm from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed that the hypotube broke at a point that could potentially enter the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. Tactile inspection and visual inspection was performed. The balloon was tightly folded with blood on the outside of the folds. The hypotube shaft was broken 46.5 cm from the strain relief. There were numerous hypotube kinks. The fracture faces were oval as if kinked prior to separation. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the corewire presented no damage or irregularities. Product analysis confirmed the hypotube separated. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).